Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The visual inspection of the first returned product noted that the tip of the inflation syringe was broken. The insufflation bulb was received. The lock collar, obturator, trocar balloon and dissector balloon appeared intact. Pmv performed functional testing; the hole was covered, and the dissector balloon was inflated, no leaks detected. The trocar balloon was inflated, a leak was detected. A small hole was observed in the trocar balloon. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the hole in the trocar balloon of the trocar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hernia procedure, the trocar balloon did not deflate appropriately with the 20 cc syringe. The surgeon had to use extra force to remove the cannula from the patient. They were able to use the device on patient, but was hard to remove after use. There was no patient harm and no delay in procedure time.